Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarms were noted. The pump passed self-test, unexpected restart error test and displacement test. No unexpected alarms were noted. The pump was received missing end cap sticker, minor scratches on lcd window, cracked case at display window corners, cracked battery tube threads and broken reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call indicating a button error on the insulin pump. The customer's blood glucose was 300+ mg/dl. The customer stated that she received a button error about a few hours ago and took the battery out and received an unexpected restart alarm. The customer could not recall any significant leading to the alarm. Customer was advised to discontinue use of the device and to revert to a backup plan.